Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at below rated burst pressure, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.